Manufacturer narrative:
(B) (4). Required intervention. Stent graft compression. Results: unknown cause of compression, aneurysm and vessel morphology were not reported, device information was not provided. Conclusion: unknown cause of compression, aneurysm and vessel morphology were not reported, device information was not provided.

Event description:
An unknown talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology at the time of implant was not reported. It was reported that a medtronic talent thoracic stent graft was implanted for a secondary intervention to treat a device compression. It is unknown whether the original stent graft that required intervention was a medtronic device. Completion angiography revealed a good seal and repair of the compression. It is unknown if the original graft that required the intervention was a medtronic graft. No further information is available. No additional clinical sequelae were reported and the patient is fine.